Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when puncturing for the groshong catheter, the nurse specialist found that the seldinger could not be inserted smoothly after insertion of the guide wire. It was observed that the proximal end of the guide wire bulged. The guide wire kit was replaced for puncture.

Event description:
It was reported that when puncturing for the groshong catheter, the nurse specialist found that the seldinger could not be inserted smoothly after insertion of the guide wire. It was observed that the proximal end of the guide wire bulged. The guide wire kit was replaced for puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficult insertion of a microintroducer due to the guidewire is confirmed but the exact cause could not be determined. One small fragment of a 0.018 in. Stainless steel guidewire was returned wrapped in tape for evaluation. An initial visual observation showed use residues throughout the returned piece of guidewire. The guidewire appeared to have a bend inside the taped portion of the returned guidewire fragment. A microscopic observation revealed the proximal end of the returned guidewire segment was observed to have striations and a sharp fracture edge typical of a cut guidewire. The guidewire fragment was observed to have a coil wire surrounding most of the core wire. The coil wire was observed to be broken off of the distal weld tip. The distal portion of the coil wire was observed to have misaligned coils. Because the small guidewire fragment was returned with extensive damage and use, the complaint of difficult insertion of a microintroducer is confirmed, but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when puncturing for the groshong catheter, the nurse specialist found that the seldinger could not be inserted smoothly after insertion of the guide wire. It was observed that the proximal end of the guide wire bulged. The guide wire kit was replaced for puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.